Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins was at end-of-service (eos). The device was off/disabled and no longer providing therapy. There was no allegation or dissatisfaction with the ins longevity. The ins only worked for a month or two after implant, then it never really worked. The patient still had pain. No further complications were reported.